Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery systems used during the same procedure. It was reported to boston scientific corporation that two (2) axios stent and electrocautery enhanced delivery systems were to be implanted in the gallbladder for gallbladder drainage during an endoscopic ultrasound (eus) with stent placement procedure performed on an unknown date. It was reported that during the procedure, two (2) axios stents did not deploy. The stent was removed partially deployed, and the procedure could not be completed as no alternative stent was available, and the puncture site was left open. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.